Event description:
It was reported that during a scheduled device replacement, it was noticed there was multiple insulation damages to the right ventricular lead and fluid inside the lead. The lead was partially explanted and replaced. It could not be fully explanted due to a non-retractable helix. It was also noted that the atrial lead impedance was >2000 ohms, there was atrial oversensing, and inappropriate pacing and sensing. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation breached; proximal segment returned and analyzed. (B) (4) distal conductor fractured; full lead returned and analyzed.